Event description:
It was reported that a spectrum iq pump was over infusing during volumetric testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "over infuse" was reproduced. The device was tested for flow rate accuracy and it failed with an error percentages of 5.33% and 5.895%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure out of adjustment. The pressure will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.